Event description:
Rptr's hosp has 6 vip bird ventilatros and all of them have exhibited non-constant pop-off pressures (this does not refer to the primary high pressure limit, which is controlled by the expiratory valve) from the "overpressure relief valve". When tested before use, they exhibit excessive variability, that appears to be due to excessive "stiction". That is, with the primary high pressure limit set at 80 cwp (for example), with adequate flow and inspiratory time, the pop-off will initially vent pressure from 10-40 cwp above the intended pressure, and then (if inspiratory time is sufficiently high) drop to a lower pressure. The pop off valve materials appear to "stick momentarily, delaying the venting of pressure. The degree to which this happens is dependant upon the specific ventilator, and how often the pop-off has been recently actuated. If a ventilator has not been used for a week or two, the pop off will initially vent pressure quite high, and with each successive actuation, the duration and/or magnitude of the pressure spike will be seen to decline. Rptr has noticed this effect on all 6 of the vip birds facility has. Since the back up pop-off is designed to limit the maximum pressure that can be developed in the ventilator circuit, and hence the infant's lungs, during an expiratory valve malfunction or circuit occlusion, the risk of barotrauma is therefore increased. By using materials in the pop-off that have low coefficients of friction, this undesireable characteristic of the pop-off could easily be engineered "out". Rptr does not wish to overstate this problem, there have been no circuit occlusions or expiratory valve malfunctions at rptr's facility, and rptr is not aware of any pts who have been harmed in any way, by a failure of the overpressure relief valve. This is a potential problem, that would only be evident, in the case of a ventilator circuit occlusion, rendering the high pressure limit ineffective. In other respects, this is a very capable, well designed, and user friendly ventilator.